Event description:
Pt had double lumen PICC inserted into basilic vein on 11/23 for tpn administration, on 12/9 during routine care, fluid was found leaking from catheter, upon inspection, lumen was cracked. PICC line removed and replaced.